Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm system (s/n: (B)(4) displayed tcm-ID 06 (ce post failure) during system start. Another tgxp was used for therapy. Therapy was continued and not interrupted. No other information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. The reported complaint was confirmed during review of the event logs. To determine the root cause, danfoss module, pic-16 board, cooling engine wire harness, and km 34 temperature sensor parts were replaced but without success. The possible root cause is believed to be due to a potential defective cooling engine and/or compressor. Visual inspection showed no signs of short circuit, burns or glycol solution leak. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number tgxp11622. Note: the following was corrected in this report: device serial # (d4) was corrected from (b)(4 to (B)(4) and the date of manufacture was corrected from 02/14/2013 to 03/26/2015.